Manufacturer narrative:
This is an initial report. Device evaluation is in process. A final report will be submitted when the evaluation is complete.

Event description:
A physician questioned low cell-dyn 1800 results on a female patient. The sample was retested on cell-dyn 1800 generating higher values. No impact to patient management was reported.